Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device manufacture date not available at the time of this report. (B)(4). The system was evaluated by a field service engineer (fse) and could not duplicate reported issue. The fse performed a z calibration check and performed a burn in test for 30 procedures with no errors and found system was within specifications. The fse performed full system verifications and system met j&j vision specifications.

Event description:
During a laser vision correction treatment, at the start of the side cut, the laser system gave an error -209 z-stepper position check message. The error message prevented the flap creation. The planned procedure was aborted and was converted to a (prk)photorefractive keratectomy (prk) treatment instead.

Manufacturer narrative:
H4: additional: the device manufacturer date was provided as 11/22/2006. H4 of this follow up has been updated. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.